Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra had a battery indicator issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2014. It is unknown how the patient manages her diabetes. It is unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged product. The patient claims she developed symptoms of ¿blurriness, fatigue and not feeling great¿ 2 days after the product issue began. The patient alleged visiting the doctor¿s office on (B)(6) 2014. The patient had an a1c test performed and her medication was changed (change not specified). No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, and meter required a new battery, the battery had not been changed since 2002; the patient did not have a new battery. There was no misuse of the product, the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe high blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.